Manufacturer narrative:
Additional device product codes: gff, gfa, hsz. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested and is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent an n open reduction internal fixation (orif) procedure to repair a tibia fracture. During the procedure while the surgeon was drilling a screw shaft in a variable angle (va) distal tibia plate, the synthes 2.5mm drill bit/qc/gold 100mm broke after trying to change the direction of the screw shaft. Fragments were generated and were retrieved with moderate difficulty. There was a fifteen (15) minute delay in surgery and additional x-rays were taken. The procedure was completed successfully and the patient was reported as stable. Concomitant devices reported: driver (part# unknown, lot# unknown, qty. 1), va distal tibia plate (part# unknown, lot# unknown, qty. 1). This report is for one (1) 2.5mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional patient identifier reported as: (B)(4). A device history record (DHR) review was performed for part # 310.25 -synthes lot # u263315: release to warehouse date: 02mar2017, expiration date: na, supplier: orchid unique: no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.